Event description:
Procedure: wedge resection. According to the reporter: bleeding occurred one week after drainage was done. It is unk where bleeding occurred. It is unk if a re-operation was performed.

Manufacturer narrative:
(B)(4).